Event description:
The doctor performed a tubal litigation using the filshie clips and also the novasure endometrial ablation. He's done the tubal first with the clips then ablation causing the top part of my uterus to be burnt by my intestines, my cervix was burnt shut and I developed massive pelvic adhesions. I was in extreme pain for over a year and had to have a total hysterectomy at the age of (B)(6). I also had other medical issues such as weight gain, hair loss, dental loss and issues, metallic taste in my mouth, heart palpitations to the point that I would pass out; severe depression, anxiety and mood swings, vision problems, insomnia, muscle pain, weakness and loss, severely low levels that required injections of vitamins b12 and d; swollen and painful joints, dry skin, insomnia, mental cloudiness, dizzy spells, abdominal pain and bloating; thin brittle nails, ringing in my ears that have not cleared up after hysterectomy, nerve pain, constant itching and irritation of my skin; loss of sex drive that almost cost me my marriage, pain during sex if I did try to do it again, vaginal pain itching and vaginitis, uti and bladder infections; anemia and easily bruising, brittle hair, night sweats and nightmares, hot flashes and cold flashes.